Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, the air detector failed during testing and therefore was replaced. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although we cannot confirm that the air sensor of the reported device was defective due to a product quality issue, please be informed that an internal CAPA is open to address the subject of ""defective air sensor""." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "pump was due for inspection, replaced rfid battery as well as the internal lithium battery pack and the pump membrane. Upgraded software, performed calibration and all tests. However the air detector failed air detector tests, so a new one was installed. Verified accuracy and that the pump was located using the pump location software. All tests okay, returned to service." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.